Manufacturer narrative:
All operating currents were within specification and no unexpected failed battery test alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call of issues with their son's insulin pump. The father states the device powers off, and gives failed battery test. The father states they have tried changing out batteries, but issue remains. The customer's blood glucose level at the time of incident was over 120mg/dl. The customer was advised that the device would be replaced and need to be returned for analysis.